Event description:
Boston scientific received information that this atrial lead was explanted as a result of impedances greater than 1800 ohms and loss of capture. Fluoroscopy also noted a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was being returned for anlaysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.